Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 26 mm from the terminal end. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in all 3 vectors when this patient activates their pectoral or lateral muscles. Technical services (ts) reviewed and noted nonphysiological noise indicative of a possible pocket fracture. The physician has scheduled an electrode revision. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in all 3 vectors when this patient activates their pectoral or lateral muscles. Technical services (ts) reviewed and noted nonphysiological noise indicative of a possible pocket fracture. The physician has scheduled an electrode revision. Additional information is being requested from the field. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in all 3 vectors when this patient activates their pectoral or lateral muscles. Technical services (ts) reviewed and noted nonphysiological noise indicative of a possible pocket fracture. The physician has scheduled an electrode revision. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.